Manufacturer narrative:
Additional information: b5 and h6.

Event description:
Additional information received indicating that the device was attempted to be interrogated but was unsuccessful.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the device was found in back up mode. Technical support was contacted and it was determined that the cause of the event was most likely due to the device being at its elective replacement indicator/ end-of-life stage. No intervention has been conducted at this time but device replacement is anticipated at the next in-clinic follow up. The patient was stable with no consequences.